Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by patient's mother that physician had contacted patient because of a possible lead fracture. Based on additional information, lead has been replaced. No patient complications are reported from this event.